Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include improper bone preparation, leveraging the screw during insertion and/or over-insertion. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the titanium 4.5mm low profile screw head broke upon insertion. The body of the screw was flush to countersink with the plate and was left in the patient in the bi-cortical placement. Follow-up investigation: the screw head was being inserted by hand using the ratcheting handle from the set ar-8970rh. Surgeon had pre-drilled with the 3.0 mm drill. The screw head broke flush with the plate. Screw head was discarded by the facility. No unplanned screws were inserted as a result of the broken screw. Rep states that the construct was secure.